Event description:
It was reported that during a atrial fibrillation procedure, a tamponade occurred. An agilis nxt sheath had been introduced into the left atrium via transseptal puncture using a bayliss nrg needle. A therapy coolpath was introduced into the left atrium through the agilis nxt sheath. An 8f sl1 sheath was introduced into the left atrium via an atrial septal defect. A reflexion spiral catheter was introduced through the sl1 into the left atrium. Left atrial geometry was collected using both the reflexion and coolpath catheters. Isolation of the left superior and left inferior pulmonary veins was completed and as the coolpath/agilis sys was being maneuvered to the right-sided veins, it became difficult to maneuver the ablation catheter. Clockwise torque was applied to the agilis sheath to maneuver the catheter more posterior and the catheter "flipped" superiorly and outside of the navx surface. Anesthesia noted immediately that arterial blood pressure dropped. Intercardiac echocardiography revealed a cardiac tamponade. The pt's anticoagulation was reversed and a pericardiocentesis was performed. Approx 900 cc of blood was aspirated from the pericardial space and the pt's blood pressure stabilized. There were no further consequences to the pt. The effusion was stable on the trans-thoracic echo the following day and the pt was extubated.

Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a f/u report will be submitted.